Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was changing the cartridge and was unable to complete the fill tubing step. The customer was unable to fill tubing again despite changing the cartridge twice. Reportedly, the tubing was very difficult to unwind from the infusion set. While troubleshooting with tandem technical support, the customer changed the tubing, completed the load process, and resumed insulin delivery. There was no impact to the customer's blood glucose level.